Manufacturer narrative:
Initial.

Event description:
It was reported that during a cartridge change with prefilled fiaps, the user did not observe drops at the anchor and had previously noted leakage after attaching the connector to the cartridge before inserting the cartridge into the pump with a reported blood glucose value of 339 mg/dl; education was provided to insert the cartridge first and then attach the connector, and goodwill connectors sent. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy without medical intervention or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper procedure or method, with the implicated component being the connector/infusion interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.